Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h6 investigation findings: c22 - photo review. Additional h3 investigation summary: the product was returned to ethicon for evaluation. One strand in two sections outside its packaging that pertains to the product z511g was received for analysis. Additionally, a photo was provided, and with the same condition as the received sample. During visual inspection of the returned sample, the swage and attachment were noted to be as expected. The suture pieces were examined, body fluids were found, and the extremes were noted to be cut probably caused by a surgical instrument. The product code z511g contains an absorbable suture. As the sample was received open, the time of exposure to the environment cannot be determined and the functional test could be performed. No conclusion could be reached on the cause of the reported event. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported a patient underwent a plastic surgery on a unknown date and a suture was used. The suture was broken during use. It was not a control release needle. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.